Event description:
Hill-rom received a report from the account stating the pt right siderail broke and the pt fell out of the bed. The account requested the bed be replaced with a known working bed. The bed was located at the account. Hill-rom is unaware if the pt was injured as a result of the fall. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The nurse stated the pt was using the bed rail to hold onto while she turned in bed. The hill-rom technician thoroughly inspected the bed and found to issues with the pt right siderail. The siderail did not latch due to the pt using it to support her weight while turning in the bed. Per the hill-rom user manual: applying more than 100 lb (45.5 kg) of additional outward force on a side rail while a pt is laying against it may create an unstable bed situation. Care should be taken when the pt is against the side rail and outward force is used to move the pt. Failure to do so can cause personal injury. The hill-rom technician replaced the bed with known working bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.